Manufacturer narrative:
Other applicable components are: product ID 8711 lot# (B)(4) serial# implanted: (B)(6) 2003 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2017 it was reported that when they opened the patient up on (B)(6) 2017 to replace the patient's pump, they found the end of the catheter was broken and the spinal fluid and baclofen were leaking out. It was supposed to be a 1 hour surgery, but it took 3 hours. They repaired the end of the catheter. Per the patient, she had fallen off the ramp of hervan (backed off of it) and she probably broke it then. The patient guessed that it had happened probably about 2 years ago. The patient stated that she was very well pleased with the pump and that there was no telling where she'd be without it as she could not take that much oral medication. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Describe event or problem: updated to reflect the information received on 2017-jul-17. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jul-17 from the patient's healthcare provider (hcp). It was reported that the patient did not experience any symptoms related to the broken catheter. The patient was reportedly in a wheelchair so the weight of the patient was unknown. It was noted that the patient had a new battery replaced for their baclofen pump in (B)(6) 2017. No further complications were reported.